Event description:
It was reported that during a gall bladder procedure, clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results for the el5ml instrument confirmed that it was non-functional. The instrument was cycled and fired clips conforming and dropped two unformed clips due to antibackup failure. The device was disassembled to verify the condition of the internal components and the ratchet pawl was found to be worn out causing the antibackup failure. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.